Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave error code 1340. This alarm event pauses the delivery of the pump until the error is addressed. This occurred during infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation in used condition. Visual inspection showed the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of the event history log confirmed record of error code 1340 during pump operation. However, functional testing was unable to duplicate the reported issue. As the event could not be duplicated, no cause could be determined. No action was taken.